Manufacturer narrative:
(B)(4). Batch # p58v66. Device evaluation: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. In addition, a second reload (b) was received fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Cartridge b: sr75, r5747t, fully fired, locked the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please confirm, when the firing knob was broken off of the device, did it fall into the patient? If yes, was it removed? If yes, will it be returning with the device for analysis? The firing knob will be returned.

Event description:
It was reported that during an unknown procedure, the firing knob broke off while firing. According to the or team there wasn't stapling over another staple line. The staple line was finished by pushing the knife and staples manually after the firing knob broke off. After that the staple line was overstitched. There were no patient consequences reported.